Manufacturer narrative:
H10: the customer medical engineer (me) reported there was no record of a malfunction on this device. This device was confirmed to be operating per specifications and no failure reported. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6).

Event description:
Philips received a complaint from the customer, reporting a high minute ventilation alarm occurred on the v60 ventilator. The ventilator shut down and functions ceased. The device was in clinical use. The patient was placed on a non-rebreather mask (nbr) and the ventilator was exchanged for another device. There was no report of harm.